Event description:
The customer called for assistance setting a temporary basal rate. The customer also reported that he was hospitalized due to low blood glucose levels. The customer declined to provide further information at the time of the call, and stated that he would be calling back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.